Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Correction: b5 updated to remove reference to brake issue as that was not reported device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal and the kink was found at 18.0 inches and 35.0 inches. Microscope inspection revealed the spring tip was bent. Therefore, the reported issue of guidewire position lost is confirmed.

Event description:
It was reported that the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported.

Event description:
It was reported that the brake malfunctioned and the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal and the kink was found at 18.0 inches and 35.0 inches. Microscope inspection revealed the spring tip was bent.

Event description:
It was reported that the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported. It was further reported that the 90% target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment (rpl). The rotapro and rotawire were removed together from the patient. Additionally, saline was used for lubrication or as the flushing fluid during the use of the rotapro.